Manufacturer narrative:
The product is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported error 4 message on their locked freestyle meter. There was no report of death, serious injury or mistreatment.